Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of catheter tight through sheath is not confirmed. The returned iabc bladder was still in the tray upon return. The returned catheter passed functional test specifications. The sheath was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was used on a patient it was noted that the expansion sheath is very hard and there was resistance when expanding. As a result, the iab was replaced and the same insertion site was used. There is no report of patient complications, serious injury or death.

Event description:
It was reported that when the intra-aortic balloon (iab) was used on a patient it was noted that the expansion sheath is very hard and there was resistance when expanding. As a result, the iab was replaced and the same insertion site was used. There is no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint that the "expansion sheath is very hard", "obvious resistance when expanding" and "it is not smooth" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was used on a patient it was noted that the expansion sheath is very hard and there was resistance when expanding. As a result, the iab was replaced, and the same insertion site was used. There is no report of patient complications, serious injury, or death.